Manufacturer narrative:
The excor blood pump, s/n, (B)(4) is still in use on the patient.

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2023 in the lvad configuration had an adverse event on (B)(6) 2023. The clinic reported that the patient suffered from a cva, but is recovering now. There was a clot that impacted on an important cerebral artery. The clot is still there. From the visit on (B)(6) 2023 the patient was regaining mobility in his left arm, although he still had difficulty speaking, could sit up on his own and draw. The doctors decided not to perform any thrombectomy this time but, in case it happens again, they want to proceed immediately without further discussion. On (B)(6) 2023 thrombus developed in atrial cannula, so the deposit was removed and continued support without further events or findings. The patient is stable on system and recovering from adverse event.